Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed and noted embedded particles in dimensions that were within the acceptable range and therefore, the device met specifications for particulate matter. A pressure test was performed with no issues noted and the device was found within specifications after the functional testing was conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot, but a review of the complaint database noted a similar complaint for this lot number. The reported event was noted during evaluation, but the device was found to be within specifications for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black foreign particulates present in a cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.